Manufacturer narrative:
(B)(4). Date sent: 6/2/2025. Additional information was requested and the following was obtained: what were the indications for surgery? Cancer. What surgical procedure was performed? Lobectomy in 2 case and segmetectomy in 1 case. Did the patient receive any preoperative chemotherapy or radiation? Just in a case. What is the product code of the device that was utilized in the surgery? Ech60s and gst60d e gst60g. What is the lot/batch number of the device(s) used? They don¿t tell me. Was an interoperative leak test performed? Yes. For how long after the procedure, did the patient experience an air leak?2 weeks. Were there any issues experienced with the device in the initial surgical procedure? In 1 case they can¿t succeed to close the echelon 3000, then they changed the reload gold in one green, they always "wait" 15 second before fire the device. What was the quality of the lung tissue observed at the time of the procedure? In 1 case it was a young man, in 1 case the patient have a lot of adhesion, in 1 case the patient receive preoperative chemotherapy/radiation. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. The air leak was on the fissure, on the external staple line.

Manufacturer narrative:
(B)(4). Date sent: 5/2/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. The following additional information has been requested. To date, a response has not been received. Should further details be obtained, a supplemental report will be submitted. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What is the product code of the device that was utilized in the surgery? What is the lot/batch number of the device(s) used? Was an interoperative leak test performed? For how long after the procedure, did the patient experience an air leak? Were there any issues experienced with the device in the initial surgical procedure? What was the quality of the lung tissue observed at the time of the procedure? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during lobectomy surgery the surgeon had air leaks on the suture line. Overlay with suture. Surgery delayed by 15 minutes. Procedure was successfully completed. Long hospital stay.